Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for a patient sample for several dates. One sample was tested using the advia centaur confirmatory assay and the results were resolute and invalid. The customer tested for (B)(6) and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Add'l lot #: 144. Additional expiration date: 05/30/2010.